Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. There was no report of confirmatory testing. Results were not reported and there was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: visual check 1 control line present, when inserted into analyzer, it read positive.

Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor ce (material # 256089), batch number 1154075. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. A photo was provided and showed a pink tint in the cartridge display window. The reported was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Manufacturer narrative:
Eua #: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained. There was no report of confirmatory testing. Results were not reported and there was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: visual check 1 control line present, when inserted into analyzer, it read positive.